Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips was informed that during a procedure on (B)(6), a floor mat got caught in between the ground and the clea floor stand. As a result, the potmeter gear got defective. The potmeter is needed to determine the position of the c-arc. Due to the failure of the potmeter, the values changed and this resulted in a 90 degrees flip of the images. The customer could not continue the procedure due to the flipped images (90 degrees counter clockwise). The patient was under generla anesthesia. The procedure needed to be rescheduled to (B)(6) to finish the procedure. Philips reports this as a serious injury as a precaution due to the fact that philips does not yet know what the adverse effects were for the patient.

Manufacturer narrative:
Philips investigated this issue. According to the information collected, the floor mat got caught underneath the stand after the mat was moved for cleaning the room. The small gear wheel in the stand broke off the shaft of the potentiometer because the floor mat got trapped between the gears. The images flipped because the potentiometer was no longer able to provide the correct position of the clear stand. A search in the complaint database showed no similar cases. The potentiometer was replaced that resolved the issue reported. During the investigation, philips was informed that there was no adverse effect for the patient.